Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional.the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device showed that the rotating grip was loose. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor image quality and light guide bundle is broken. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to component failure of outer grip the rotation was light, due to component failure adhesive material on objective lens window the image quality was poor, due to component failure of distal end of the video telescope the light guide bundle was broken. The most probable cause of the complaint was cause traced due to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.